Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch ultra mini meter had displayed an error 2 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2017, in the afternoon. The patient manages her diabetes with a combination of medication including novolog and levemir. She denied making any change to her usual diabetes management routine as a result of the alleged error message. The patient reported that ¿a little over 12 hours¿ after the alleged product issue first began she developed the symptoms of ¿sweaty and shaky¿. The patient stated that she self-treated with food/drink ¿coffee and water¿ and felt better. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used and the correct test strips were being used. When the patient pressed the power button the error 2 message did not reappear. The cca established there was misuse of the product when the inside of meter was exposed to water. The patient¿s products were requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.